Event description:
It is reported that customer received excessive no delivery alarms during bolus delivery. Customer's mother changed infusion set due to what looks like air bubbles and it was found that cannula was bent. Customer is four years old and customer's mother did not want to change infusion set again to check cannula during troubleshooting. Customer's blood glucose at time of call was 583 mg/dl. Infusion set and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).